Manufacturer narrative:
The returned device was a watchman access system. The device was bloody. Analysis of the tip, sheath, hub/valve included microscopic and visual inspection. Inspection revealed a kink in the sheath located 78mm from the tip. Inspection of the rest of the device found no other damage or defects. The reported kink was confirmed.

Event description:
It was reported that there was a kink. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but it did not meet release criteria and needed to be fully recaptured. During the recapture of the device the was kinked. The procedure was ended. There were no other complications that occurred. The patient was doing fine following these events.

Event description:
It was reported that there was a kink. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but it did not meet release criteria and needed to be fully recaptured. During the recapture of the device the was kinked. The procedure was ended. There were no other complications that occurred. The patient was doing fine following these events.